Event description:
It was reported that, "dr was attempting to insert the cr tibial insert trial when it snapped. All pieces extracted from pt and accounted for."

Manufacturer narrative:
Additional info has been requested and if available it will be submitted on the supplemental report. This is the same pt/event as MFR # 2249697-2009-00090.